Event description:
Per the clinic, the patient developed a skin overgrowth. The patient subsequently underwent a skin revision procedure for resection of the excess skin (date not reported). Additional information has been requested but has not been made available as of the date of this report.